Manufacturer narrative:
This patient was randomized to the registry for two-vessel disease. A staged procedure was not planned. The indication for the index procedure was an inferior acute myocardial infarction >24 and <72h pre procedure. The target lesions were at the proximal and mid circumflex. The lesion was classified as denovo with no major side branch involvement. Reference vessel diameter was 3.5 mm and lesion length was 15mm. Timi pre and post procedure was iii, respectively. Lesion classification was type b1. Predilatation was not performed. At the proximal circumflex two devices were deployed. The first stent was deployed at 18 atms due to a dissection. Deployment pressure for the second stent is unknown. The patient was discharged on 75 mg aspirin, 75 mg clopidogrel, statins, ace inhibitors, and beta-blockers. During the one-month, six-month and one-year follow-up, the patient was asymptomatic and compliant with the antiplatelet regimen. The products remain implanted in the patient thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. This manufacturing report is applicable to two products with the same catalog and lot number. Any additional information will be submitted within 30 days of receipt.

Event description:
Notification was received from the registry indicating that during the index procedure, a type c dissection occurred. This event was reported as unrelated to all cordis devices. Based on the information contained in the file, it is not possible to disassociate the reported event from the cordis product. Therefore, this event will be classified as a complaint and the file will be processed accordingly.